Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory that the allegation of lead exhibited a high impedance measurement during an implant procedure, was not confirmed passed electrical testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high impedance measurement during an implant procedure. The value was between 2000 ohms and 4000 ohms. The lead was successfully explanted. No adverse patient effects were reported. The lead never in service and will be returned.

Event description:
--